Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented for follow-up with a low atrial lead impedance alert. Capture thresholds were excellent but the sensing threshold had decreased to 1.6 - 2.9 mv since one year ago. The clinician programmed the sensitivity to 0.5 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received